Event description:
Caller reported a malfunction on pump, noting presence of malfunction code after it was displayed again. There was no adverse impact to customer's blood glucose level, remaining below 500 mg/dl. Caller received assistance from technical support for pump reset but experienced recurrence of malfunction code. Cts resolved to replace pump and provided instructions for return process. Customer will contact healthcare professional as no backup insulin therapy was available, and replacement pump will have updated software. Instructions on storage mode and receiving procedures were also provided, which caller acknowledged and understood.